Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d224drg lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had increasing high thresholds. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead had dislodged during rv lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.